Event description:
Customer reported button error alarm on the insulin pump. Customer stated that they were working out in the morning and the insulin pump may have been exposed to sweat. Customer's current blood glucose reading is 257 mg/dl and is due to eating lunch and no being able to treat with the insulin pump. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Insulin pump received with cracked case reservoir tube, reservoir tube lip, reservoir tube window, battery tube threads and minor scratches on lcd window.